Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6: problem code: corrected from "1211" to "1525". The device was returned to the factory for evaluation on 01/26/2023. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the bipolar jaws. Signs of blood was on the harvesting device. There were no visual defects observed on the bipolar jaws or the cutter blades. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001599). The device passed the pre-cautery test with a reference generator (recommended setting at 18) and reference bipolar cord. An activation test was performed and the device did activate. The bipolar cord connection was manipulated during activation. The device did activate. The device did produced steam and the saline did ¿boil¿ on the test gauze each time. Based on the returned condition of the device, as well as the evaluation results, the reported failure "device remains activated" was not confirmed. The lot #3000273097 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector (us) continued to cauterize after releasing the activation foot petal. Harvester opened new kit to complete the case. There was no patient injury.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.